Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a facility representative via email that an ar-2323bcc biocomposite swivelock was implanted in a patient on (B)(6) 2024 during an rcr procedure. The patient developed a postoperative infection. No additional information was provided.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 12/19/2024: on (B)(6) 2024, the patient was fourteen days postoperative and experienced a burning and throbbing pain. By (B)(6) 2024, the patient had a red and puffy incision, and the surgeon started to question if this was a superficial infection. On (B)(6) 2024, six weeks postoperative, the patient's cuff incision raised portions and had redness and purulence under the incision. The patient was referred for an incision and drainage procedure. The patient was diagnosed with a scant growth of an anaerobic diphtheroid infection. The infection was treated with clindamycin and an incision and drainage procedure on (B)(6) 2024. Additional information received on 1/7/2025: the patient's incision has healed well with a good range of motion. There are no signs or symptoms of infection.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.